Event description:
A customer contacted beckman coulter inc. (Bci) regarding liquid leaking in the hydropneumatic's compartment of the system. No personnel were exposed to the leakage.

Manufacturer narrative:
A field service engineer (fse) went on-site, replaced some hardware and serviced the instrument. Customer ran qc and the system is operating acceptably now.